Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that two fuses in the gpdu were broken. Rse advised the customer to replace the fuses. Customer replaced the fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.